Event description:
It was reported by service report that the safety bar on the retractable head section was bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Safety bar.